Event description:
Customer reported the device continued to operate without the trigger being pressed, no shut off and as a consequence the device overheated and no longer worked. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the trigger was blocked and jammed. The device was repaired and returned to customer on (B)(4) 2012. The complaint is indeterminate. (B)(6). The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Placeholder.